Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat functional mitral regurgitation (mr) with a grade of 4. Two clips (lot 80125u106, 80125u122) were implanted, reducing the mr to 1-2. On (B)(6) 2018, the mr was noted to be increased to 4. On (B)(6) 2018, a second procedure was performed. It was found that one of the initial clips had detached from the posterior leaflet and remained attached to the anterior leaflet (slda). Damage was noted to the posterior leaflet. Two additional clips were implanted, reducing the mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology (short posterior leaflet). The reported worsening mitral regurgitation (mr) and mitral valve injury (posterior leaflet damage) appears to be due to the slda. The reported patient effects of worsening mr and tissue damage, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.